Event description:
It was reported that the port had been implanted approximately 3 years ago. On a recent x-ray, it was noted that the catheter had separated from the port. The catheter was removed surgically. There were no pt complications.